Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and degenerative disc disease via a manufacturer representative. It was reported that the patient had a cardiac ablation procedure in (B)(6) of 2015, and ever since, his stimulation has felt "choppy." The impedances for 8-15 were above 10,000 ohms. The manufacturer representative made a new program for the patient using the electrodes which were in range and was able to get great coverage. The patient said that he felt much better and that the choppy feeling went away. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.